Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
During the procedure, the balloon ruptured. The patient underwent surgical operation due to the deterioration of the general hemodynamics. Post-operative stent removal was performed.

Manufacturer narrative:
Analysis - a review of the complaint details was conducted. The provided information indicates that the stent would not open on the distal end nearest the introducer sheath and the balloon ruptured prior to reaching nominal pressure. The returned device was evaluated to determine the cause of the complaint. Upon initial inspection only the underlying balloon and stent were returned. The catheters balloon had been cut just past the proximal balloon weld. The distal portion of the balloon and catheter tip was intact. There was a large area of deformation of the stent. The distal end of the stent had been partially deployed and the proximal end of the stent had not opened at all. Being that the proximal section of the balloon was missing it is difficult to determine the location of a balloon failure. There was a pin hole in the balloon where the obvious deformation was located. The proximal end of the stent had not deployed and was measured. The diameter was 2.5mm and is indicative of the original crimped stent diameter. It is possible that the stent had not been completely clear of the introducer sheath prior to stent deployment. This would explain why the proximal end of the stent had not deployed. The balloon under normal circumstances will start to inflate on both ends flaring both ends of the stent. This is referred to as dog-boning. As the stent did not dog ¿bone under pressure either the balloon had a gross leak in the proximal end or the stent never cleared the introducer sheath prior to inflation. This cannot be determined however based on the condition of the returned product. A review of the device history records indicates that the balloon burst test data of 49 samples from this lot of balloons catheters had a minimum burst value of 19.3 atmospheres. The rated burst pressure of the v12 balloon is 12 atmospheres. The burst data shows that the balloons are rupturing well above the acceptance criteria of 12 atmospheres. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Summary/conclusion - based on the review of the complaint details and the device history records review atrium medical cannot conclude that the balloon rupture was a fault of the design or manufacture of the device. It is possible that the balloon and stent did not clear the distal end of the sheath prior to stent deployment. Atrium medical has not tested or evaluated the use of the v12 covered stent in the mesenteric artery.

Event description:
No new information to report.